Event description:
This is an update related to report# (B)(4). Patient has had known proximal outflow graft kink, discovered by 3d chest CT, and a prior surgical resuspension of outflow graft. This was reported in april/2021 in report (B)(4). The patient was admitted with worsening, symptomatic (dizziness) low flow alarms. Alarms and dizziness now present in multiple body positions (prior only when lying flat). Unresolved outflow graft kink confirmed by 3d chest CT in september. The patient requiring open sternotomy revision of outflow graft in october.